Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infections"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, uterine haemorrhage and vaginal infection outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and vaginal infection to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: flagyl. Concurrent conditions included vaginal discharge, genital bleeding and hot flashes. Concomitant products included drospirenone w/ethinylestradiol (yasmin) and vicodin (lortab). In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infections"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (endometrial ablation). Essure (ess205) was removed in november 2003. At the time of the report, the pelvic pain was resolving and the menorrhagia, uterine haemorrhage, vaginal infection, vaginal haemorrhage, bacterial vulvovaginitis, anxiety and depression outcome was unknown. The reporter considered anxiety, bacterial vulvovaginitis, depression, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: confirmed tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received: reporters details added. Event psychological or psychiatric problems condition: depression and mental anguish were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: flagyl. Concurrent conditions included vaginal discharge, genital bleeding and hot flashes. Concomitant products included drospirenone w/ethinylestradiol (yasmin) and vicodin (lortab). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the pelvic pain was resolving and the menorrhagia, uterine haemorrhage, vaginal infection, vaginal haemorrhage and bacterial vulvovaginitis outcome was unknown. The reporter considered bacterial vulvovaginitis, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: confirmed tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bacterial vaginitis were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: procardia, flagyl, tylenol and nexium. Concurrent conditions included vaginal discharge, genital bleeding and hot flashes. Concomitant products included drospirenone w/ethinylestradiol (yasmin) and vicodin (lortab). In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, 8 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infections"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (endometrial ablation). Essure (ess205) was removed in (B)(6) 2003. At the time of the report, the pelvic pain was resolving and the menorrhagia, uterine haemorrhage, vaginal infection, vaginal haemorrhage, bacterial vulvovaginitis, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, bacterial vulvovaginitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: confirmed tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Events : dysmenorrhea were added. Historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: procardia, flagyl, tylenol and nexium. Concurrent conditions included vaginal discharge, genital bleeding and hot flashes. Concomitant products included drospirenone;ethinylestradiol (yasmin), hydrocodone bitartrate;paracetamol (lortab) and paracetamol (acetaminophen). In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infections"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and endometrial ablation). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the uterine haemorrhage, vaginal infection, vaginal haemorrhage, bacterial vulvovaginitis, anxiety, depression, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, bacterial vulvovaginitis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: essure did not worsened a previously existing injury/condition. Essure removal date discrepancy: (B)(6) 2004, (B)(6) 2003. Patient received treatment for bacterial vaginosis, candida vaginosis, genital bleeding, menorrhagia, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: results: confirmed tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: bacterial vaginosis, candidal vaginosis, gen. Abnormal bleeding and post removal complications were added. Outcome and rcc comments updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.